Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the co2 pump does not work during calibration. There was no reported patient involvement.